Event description:
The customer reported that their biomed had recently replaced the lefthand monitor and had been getting reports that it was going blank then requiring reboot of system to get it back to normal.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep advised the customer to replace the lefthand monitor with a new one.